Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a cholecystectomy procedure performed on (B)(6) 2022. During the procedure, it was noted that the stent failed to release. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached and stretched. The suture thread was not returned for analysis and the stent was returned in good condition. No other problems with the device were noted. A functional evaluation could not be performed due to the condition of the device. The reported event of stent failure to deploy was confirmed. Taking all available information into consideration, most likely, during the procedure the device was subjected to stress caused either by the customer technique and/or a tortuous anatomy or tight stenosis. Once the device experienced these difficulties, the user may have experienced difficulties in removing the guide catheter, this may have led the user to apply extra force causing the guide catheter to stretch and detach. These conditions may have caused difficulties in deploying the stent. Therefore, the most probable root cause is adverse event related to the procedure.